Event description:
Crews responded to a medical call, during the course of the call the pt's rhythm became bradycardiac and required external pacing. Reportedly pacing could not be activated. The pt's condition deteriorated into an asystole rhythm and the pt expired. The pt had a valid dnr order, so no resuscitation efforts were initiated.